Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver transplant they clamped down to fire across the vena cava, the stapler would not fire but would also not release and the jaws locked on the tissue. They had to break the stapler to get it off the vessel. They opened a newstapler and it functioned normally. The patient's involvement and outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver transplant they clamped down to fire across the vena cava, the stapler would not fire but would also not release and the jaws locked on the tissue. The surgeon was able to press the green button but was not able to squeeze the handle. They had to break the stapler to get it off the vessel. They opened a new handle and reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the reloads was pre-fired and engaged in interlock with the jaws open. Functional testing of the re-load found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.